Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the user facility. The user facility biomed worked with the manufacturers technical support and had found one of the circuit breakers was failing. The fsr replaced the failing lower circuit breaker with the circuit breaker guard. As a precaution he replaced the other circuit breaker and completed preventative maintenance. The system met manufacturers specifications and was returned to clinical use. The suspect circuit breaker was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up for standby for a trans aortic valve replacement procedure, the heart lung machine changed to battery mode from ac power even while it was plugged in wall socket (alternating current a/c). The unit was on standby when the whole wall lost power and the heart lung machine switch to battery. When the power was restored, the heart lung machine would not reset and there were audiles tones. The heart lung machine would go back to power initially and then go back to battery mode in less than a minute. As a result an alternate heart lung machine was set up for standby for the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per additional information: the user facility biomedical engineer iii (biomed) stated the unit started alarming and they noticed it was not charging although it was plugged in. They tried different things but the problem was the same. No other equipment in the operating room was affected by the power loss.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) corroborated the reported complaint. The breaker was received in the tripped (open circuit) position and the reset button was unable to be depressed to reset (close) the circuit. The is breaker is defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.